Event description:
It was reported that during testing, the device was removed from sterile packaging. When trying to close the jaws, resistance was met. It was noted the knife was forward in the jaws so it would not close. The device was eventually closed and a cracking noise was heard. The device would not fire or open at that point. The jaws are still closed. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.